Manufacturer narrative:
(B)(4). Device evaluation summary: one detached needle and one dispensed suture of product code: y219 were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined the end of the suture is severely damaged appears to be by the use of a surgical instrument. The manufacturing records could not be reviewed as the batch number is unknown. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a urological procedure on an unknown date and suture was used. The suture was detached from the needle during use. It was not a control release needle. There were no adverse consequences to the patient.